Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted as a back up for pci (percutaneous coronary intervention) left main tank in an ischemic heart disease patient. During the procedure, the ¿gas loss¿ alarm was generated repeatedly 30 minutes after pumping had started. The iab was replaced to continue therapy. No patient injury was reported.